Manufacturer narrative:
(B)(4). This is the second of two complaints associated with this event.

Event description:
During a call (B)(6) 2010 with baxter customer service, the home patient's (hp) nurse (rn)reported the following information. On (B)(6) 2010, the hp was hospitalized for peritonitis (the rn thought possibly sepsis). It was unreported if treatment was provided for the peritonitis. On (B)(6) 2010, the patient died of cardiac disease and cardiac failure while still hospitalized. It was unreported if treatment was rendered prior to the fatal events. It was unreported if an autopsy was performed. It was unreported if the patient recovered from the peritonitis. Concomitant medications were not reported. Per the rn, the fatal cardiac disease and fatal cardiac failure were unrelated to dianeal therapy. A causality statement was not provided for the peritonitis. On (B)(6) 2010, product surveillance contacted then at the hp's dialysis clinic who stated that the hp started hemodialysis (hd) on an unreported date and discontinued hd on (B)(6) 2010, due to developing issues with the hd catheter. On (B)(6) 2010, the hp began training for continuous ambulatory peritoneal dialysis (capd) at the dialysis clinic as an alternative to hd. The hp had only 1 training session of capd before she was hospitalized on (B)(6) 2010. Hd was then resumed.

Event description:
On (B)(6) 2010, baxter spoke to the dialysis clinic manager who stated that the pd catheter was placed (B)(6) 2010 by (B)(6). The first sterile dressing change and catheter flush was (B)(6) 2010. Capd training started (B)(6) 2010. That night, the hp presented to the emergency room with nausea and vomiting. Soon after her admission, the hd catheter was removed and apd started. On (B)(6) 2011, baxter contacted (B)(6) in risk management at (B)(6). According to the patient's electronic chart, she was hospitalized (B)(6) 2010. The patient was concerned that her central line was infected. It was soon removed, but was not cultured as no site erythema was noted and the line appeared clean. Other treatment rendered was not reported. The patient was readmitted on (B)(6) 2010. The patient stated she was having difficulty maintaining her pd catheter. The pd effluent was cultured at that time. Per the infectious disease doctor, the patient "self contaminated" (treatment rendered was not reported) and recommended discontinuing pd therapy, removing the pd catheter and restarting hd. (B)(6) 2010- the patient expired prior to the initiation of the plan. Cause of death- cardiopulmonary arrest related to advanced heart disease with complication of peripheral vascular disease.

Manufacturer narrative:
(B)(4).as the date of this peritonitis episode is unknown the sample was not requested. As additional information becomes available, a follow up shall be submitted.

Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lot numbers gd878843 and gd878223 with no defects noted. No baxter device related root cause for the reported event of peritonitis could be determined because no device product failure was indicated, no sample was available for evaluation, and the devices used by the patient are unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress. This is the second of two reports associated with this event.